Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 21393372 / 5093634.

Event description:
It was reported that the patient developed a methicillin resistant staphylococcus aureus (mrsa) infection at the ipg site. Symptoms of infection was high fever, swelling, redness and tenderness. The patient was hospitalized and was prescribed antibiotics. The physician believed that the patients infection was procedure related. The patient underwent an explant procedure and was doing well postoperatively. The explanted ipg and leads were not returned as they were kept by the medical facility.